Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump, two cylinders, reservoir and two detached tubes were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of cylinder 2. Testing revealed this to be a site of leakage. A group of unshod instrumentation was noted on the exhaust tube of cylinder 2. Testing revealed this to be a site of leakage. Partial separations were noted on the exhaust tube of cylinder 1, inlet tube of the reservoir and longer detached tubing. Testing revealed these to not be sites of leakage. All of the partial separations were surrounded by abrasion except one near the connector on the reservoir inlet tube. Abrasion was also noted on both exhaust tubes of the pump and shorter detached tubing. Both detached tubes had suture type material tied around them. No functional abnormalities were noted with the pump, cylinder 1, reservoir or either detached tubes. Investigation indicated that the human body is capable of causing thermal and biological degradation, oxidation, and hydrolysis to occur in polyurethane. Although usually this degradation exists as surface phenomenon, over time it may cause mechanical failure. In addition, polymers under constant flexing are more susceptible to fatigue and eventual mechanical failure. According to the information, the device was implanted for approximately 13 years and assumed functional. Subsequently, material degradation occurred and progressed enough to cause a separation in the bladder of cylinder 2. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the exhaust tube of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump not working - not inflating, 13 years old.